Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but have not sought further help. Five days later, it was stated, the patient had been adjusting stimulation due to her left toe curling and foot cramping from stimulation that had been occurring for about a month. The patient was set at 0.8v and the pelvic pain was ¿no longer there.¿ the program the patient was on was stated to have provided urinary relief. A second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient fell this past friday and her stimulation was feeling too strong and she would like to turn it down. The patient was on program 1 at 1.1 v and decreased stimulation to .09 v. It was indicated that when the patient fell, she bruised her inside breast and right hip, and the patient noticed cramping in the pelvic area. The patient's device was located on her left hip. It was noted that the patient contacted her hcp (health care professional) and they wanted to wait a week and see how the patient did. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va06m2k, implanted: (B)(6) 2013, product type lead. (B)(4).